Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition") and alopecia ("hair loss"). The patient was treated with surgery (essure removal on ((B)(6) 2012)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea and dyspareunia had resolved and the menorrhagia, rash, skin disorder and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, rash and skin disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2003: results of confirm. Test: unknown. Quality - safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Lab data added. Events : pain , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, other injuries/symptoms: hair loss were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.